Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was provided that the entire system was explanted and replaced due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.